Event description:
It was reported to boston scientific corporation that a radio frequency ablation procedure was performed in 2007 (patient gender, age and weight are unknown). The procedure lasted approximately 20 min. With 5 min. Total applied energy; roll-off was successfully achieved. The physician stated, "rfa was performed on the lesion of s4. After completing the treatment of the lesion, hemostasis was performed on the surface of liver. During hemostasis, the patient complained of dyspnea. Due to [the patient preexisting] copd, the patient was sent to ICU right after hemostasis. At ICU, it was confirmed that there [was] some water near heart, and [the physician] performed drainage. And then, the patient [died]." The physician reported that the targeted lesion size was approximately 2-3 cm, and was located near hcc s2. And, according to the physician, "it is not possible that it was damaged on abdominal cavity or diaphragm during [the procedure] due to the angle of the [needle]. Also, it is not possible that the leveen...puncture[d]...the diaphragm. It is very difficult to think that this device would have caused the incident." "It is possible that cardiac tamponade occurred because under CT, the heart, diaphragm and liver were located very close to each other; the heat [might have been conducted] through the heart during ablation..." Despite numerous attempts to ascertain additional information, details regarding how the cardiac tamponade was diagnosed, and what symptoms the patient exhibited were not provided to bsc. Reportedly, the physician drained the cardiac tamponade; it is unknown if the physician provided any additional treatment. Numerous attempts by bsc, between 2007 and 2008, to ascertain the patient's gender, age, and medical history were to no avail. However, information regarding the autopsy results were verbally communicated by the customer to a bsc foreign marketing staff member. This information confirmed that ablation had occurred in the heart, as presupposed by the physician. Bsc's requests to ascertain a copy of the autopsy report have not been accommodated by the customer. Refer to associated manufacturer report #3005099803-2008-00054, which addresses the rfa generator.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the relationship between the device and the reported event is undetermined. The device history record (DHR) for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database identified one additional complaint reported for the same lot (for a different failure mode). The 2007 15-month rf probe product family trending chart was reviewed; no unfavorable trend was noted.